Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention to implant trial scs leads on (B)(6) 2018. The trial was successful, and effective therapy has been reported.

Event description:
Follow up information identified the physician explanted the drg system and implanted a permanent scs system. Postoperatively, effective therapy was restored.